Event description:
While transbuccal drilling, the drill and drill sleeve became very hot and caused burning in the surrounding soft tissue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The cannula shows rust spots in the cannulation, at approximately 15mm from the top of the cannula. It is undetermined if rust was present when received for inspection, or occurred after decontamination. The drill bit shows traces of wear and coloration indicating that high temperature was achieved. The gray color band appearance confirms the high temperature was achieved. The parts were measured and are within the specifications. The drill bits referred by the complaint are etched with max 1800rpm, which is the maximum rotation speed indicated by the matrixmandible technique guide. By using the default setting of the power tool system 3500rpm, the maximum synthes recommended speed was exceeded during usage. Additionally, the cannula and the drill bit reported by the complaint are part of two different systems, and this combination was not tested by synthes. Usage included a mix of devices from different systems. Also, a rusty cannula can increase the friction and thus lead to temperature above the ones observed during testing. Based on the information provided, and the test done by synthes, it is concluded that high speed drilling is the cause of the high temperature rise during the clinical use. If this cannula/drill bit combination was used at 1800rpm or below, as indicated by the technique guide and the etching on the part, the heat developed would have been acceptable and harm to the patient would not have occurred. A review of the device history record did not show conditions that could have contributed to the reported event.